Event description:
Rash, back and joint pain, pain in hands and feet, dry/itchy eyes, blurry vision, eye floaters, dry mouth, dry hair, dry skin, pain in legs, itchy scalp, shoulder pain, shortness of breath, heart palpitation, breast pain, rosacea. FDA safety report ID# (B)(4).